Event description:
In 2006 a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. A completion angiogram was performed, which demonstrated exclusion of the aneurysm. Following removal of the 24 french gore introducer sheath with silicone pinch valve from the right common femoral artery, it was noted the patient did not have a right distal pulse. A second aortogram demonstrated occlusion of the right external iliac artery secondary to the new onset of a localized intimal flap. A dissection extending into the common femoral artery was also identified. Following both thrombectomy and endarterectomy procedures, a final angiogram demonstrated a return of the right-sided distal pulse. The patient tolerated the procedure.